Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and fever. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and another indication. The patient experienced a fever (unspecified) prior to admission but was afebrile at the time of being admitted. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally (ip) and ceftazidime 1gram, ip (frequencies not reported). Six days after being admitted, the peritonitis was resolved, the patient was recovered and the patient was discharged from the hospital. At the time of this report, the patient was asymptomatic and the antibiotic treatment was ongoing. It was not reported if extraneal therapy was ongoing. No additional information is available.